Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the unit was being used during a procedure. Further, it was observed that the unit was omitting heat through the drape that was around the cheek area of the pt and the unit was then turned on. It was further reported that the doctor noticed a hole burned through the drape. Further, no burn marks were noticed on the blanket covering the face of the pt or on the pt's face. It was further reported that the pt was examined by the doctor and no injuries were observed.